Event description:
Related manufacturer reference number: 2017865-2023-72844. It was reported the patient presented with inappropriate shock due to implantable cardioverter defibrillator and right ventricular lead oversensing noise. X-ray revealed the right ventricular lead had dislodged. The implantable cardioverter defibrillator and right ventricular lead were explanted and replaced. The patient was in stable condition.